Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, omsc surmised that this phenomenon was attributed to the fallen off the screw on the rgb filter. The exact cause of the screw fallen off could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon was duplicated, and also found that this phenomenon was caused by the fallen off the screw on the rgb filter. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in the unspecified timing, it was found that the front panel display of the subject device flickered. There was no report of patient injury associated with this event.